Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 250 (mg/dl) and moderate to large ketones. Customer treated their bg levels by changing pump supplies and administering an insulin injection. Recommendation was made to consult with health care provider to discuss diabetes management.